Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. The report is filed october 7, 2015.

Event description:
Per the clinic, the patient experienced an infection resulting in extrusion of the implanted the device. The device was explanted (date not reported).